Manufacturer narrative:
A suspected product was returned for analysis. The event history log (ehl) was not reviewed. The device was visually inspected, and allegation was duplicated cassette did not work when it was inserted. Dso sensor was not working and dso seal was delaminated. The dso sensor and seal were both replaced. The device passed all functional testing after repair and was returned to the customer.

Event description:
It was reported that the cassette did not function when it was inserted. During the investigation, the allegation was confirmed, and it was found that the dso sensor was not functioning. Based on this information, the event is considered reportable. There was no patient involvement, and no additional adverse consequences were identified.